Event description:
Related manufacturer report number: 2017865-2021-30822. During an unrelated procedure, it was reported that episodes of noise were observed on the pacemaker. The pacemaker was explanted and replaced to resolve the event. The patient was stable wand will continue to be monitored.

Manufacturer narrative:
The reported event of noise anomaly was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical tests were performed, including a capture test under field conditions which indicated normal functionality. Further evaluation including a sensitivity test under field settings indicated normal results and visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. A longevity assessment was performed, and the pacemaker was in normal range of operation with appropriate remaining longevity.